Event description:
My son used the malem alarm for one night, last night and he got a dangerous shock on his privates when he wet the bed. He was scared and shouting in pain. He was crying when I reached him. He said that he was asleep and when he wet, the alarm detected urine and gave him a shock. This is not supposed to be a shock treatment. When I checked the alarm, the batteries dried out. They had discharged completely. These are new batteries which came with the alarm. To retest, I put in fresh (B)(6) batteries and put some water on the sensor. I noticed that I got a big shock on my hand too. After 5 mins that battery discharged as well. This means that the alarm is giving massive shocks and discharging the batteries. Horrible and extremely dangerous. FDA safety report ID# (B)(4).